Manufacturer narrative:
H10: the device was not in clinical use when the issue was identified. There was no report of harm. The manufacturer's product support engineer (pse) determined the front bezel with navigation ring required replacement. A price proposal was provided to the customer. However, no service activity was performed due to customer refusal of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the navigation ring was not functional on the v60 ventilator. It is unknown if the customer experienced this issue while the device was in clinical use. There was no report of harm. The pse determined the front bezel with navigation ring required replacement. A price proposal was provided to the customer.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).